Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The instrument passed energy delivery testing in limited grip orientations. The instrument also passed the electrical continuity test. The instrument was not fully functional. For clarification, the instrument complaint was housing broke. Fa found no damage to the housing and found the instrument to have a yaw pulley. Additionally, the instrument was found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are missing as a result of breakage. Size of missing piece(s) are approximately 6.52¿ x 6.52¿. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
It was reported that the permanent cautery hook instrument had broken housing. There was no reported injury.

Manufacturer narrative:
The probable root cause of the reported complaint cannot be determined based on the information provided and failure analysis results. Furthermore, the probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Event description:
Refer to h11 for follow-up information.